Event description:
A (B)(6) old male patient contacted zoll lifecor customer support to report that one of his batteries was not charging. The patient stated that when he puts the suspect battery on the charger it shows that it is charging normally, but when the puts it in the lifevest, it only has one battery bar. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary - device evaluation of battery sn (B)(4) has been completed. The reported problem was confirmed. The cause of the battery not fully charging was a broken white wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the broken internal wire. The patient was provided with a replacement battery pack.